Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.

Event description:
The user facility reported a female patient of an unknown age in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp pump displayed high purge pressure/purge system blocked alarm. Attempted to correct the issue by using tissue plasminogen activator (tpa). The pump later stopped and was unable to be restarted. The pump was explanted and there was not patient harm reported.

Manufacturer narrative:
The investigation has been completed since the original report was filed. The medical center did not return the impella device. Data logs showed a gradual 5-hour rise in purge pressure and then a return to normal trends for almost 15 hours after administering tissue plasminogen activator (tpa). Again, at the end of the case, a purge pressure rise was reported with several pump stops. As per the clinical details, tpa was given to improve purge flow after a drop, but flows decreased again, leading to a switch to bicarbonate. Despite restarting the impella pump, it eventually. Efforts to restart it failed, resulting in the decision to explant the pump. Based on the returned log trend, the cause of the pump stop issue was most likely biomaterial, which was led to a high purge pressure event.